Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported the touch screen cannot be operated; touch screen does not respond to touch. The customer reported there was patient involvement and no patient harm.

Manufacturer narrative:
The field service engineer (fse) evaluated the device while onsite and confirmed touch screen failure. The fse entered maintenance mode and found the mmi pcba was damaged. The fse replaced the mmi pcba to address the reported problem.